Event description:
A caller reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive to input. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely impacted. After turning off the pump, customer support assisted the caller in turning it back on, which resolved the issue, enabling the customer to interact with the pump screen again.